Event description:
It was reported that the previous system was known to exhibit high, out-of-range shock impedance measurements (>130 ohms) and increased capture threshold measurements. The patient underwent a normal device replacement procedure, the physician now observed rv over-sensing. Device data was forwarded to technical services (ts) for review and it was determined that there was likely a minor connection issue with the rv lead and device. Ts provided programming options to mitigate cross-talk over-sensing. The physician elected to reprogram the device sensitivity and is continuing with normal monitoring. At this time, the system remains implanted and no adverse patient effects were reported.